Manufacturer narrative:
Fowler.

Event description:
It was reported by technical support that the fowler would not raise and lower completely. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.